Event description:
It was reported that the wake button was sticking. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection and a correction bolus via the pump was delivered to address bg. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 13 pro / 2.9.1 / ios 26.1.